Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The complaint indicated that the plate broke post-op requiring additional surgical intervention. Subject device has been received and is currently in the evaluation process. Without a lot number, the device history record review and the investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient was checked to have malignant bone tumors on (B)(6) 2011. On (B)(6) they did bilateral bone replacement with bilateral plate fixation operation. Left femur plate was broken when patient went upstairs on (B)(6) 2017. The revision surgery was taken on (B)(6) 2017 to remove broken plate. Changed a2fn (expert nailing system) to finish the operation. This complaint involves 1 part. (B)(4) is to cover the broken plate (post-op). (B)(4) is to cover the fever after the removal surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part: 422.227 / lot: 2631876: manufacturing location: bettlach, manufacturing date: 25 august 2010: no non conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Corrected data: patient¿s age; brand name; manufacturer. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient had sustained osteosarcoma located in left femur 5 years ago. After the tumor resection, surgeons had used bone allograft to reconstruct left femur, with double locking plates fixing. During a span of 5 years¿ follow up, the consecutive x-rays had revealed that there had been no bone healing at the proximal resection level of left femur. Two (2) months ago, there, suddenly, happened a left thigh pain and the patient went to hospital for examining left thigh and found one plate broken. Concomitant devices reported: locking screw ø 5.0mm, l 30mm (part: 413.330, lot: 2756607, quantity 5); locking screw ø 5.0mm, l 30mm (part: 413.330, lot: 2652722, quantity 6); locking screw ø 5.0mm, l 30mm (part: 413.330, lot: 2650283, quantity 3); locking screw ø 5.0mm, l 30mm (part: 413.330, lot: 2669604, quantity 2); locking screw ø 5.0mm, l 26mm (part: 413.326, lot: 2734594, quantity 1); lcp-plt plate 4.5/5.0, right, 11 holes, l 260mm (part: 422.226, lot: 2631564 / quantity 1).